Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had experienced a stinging pain at the paraspinous region near her lead site. The pt was referred to a physician to follow-up for her pain issue and for a possible injection. Follow-up info identified the pt's pain had subsided.